Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the reservoir had air bubbles. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that her son started itching and had an irritation due to the infusion set. She also stated that there were bubbles in the reservoir and she had to manually prime it out. She was not aware that the insulin needed to be warmed up to room temperature before filling the reservoir. She stated that the customer had a couple of low blood glucose events and treated with juice. Troubleshooting was able to resolve the issue. The reservoir was not returned for analysis.